Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed software/firmware anomaly, cause was unknown. Analysis identified that a sealing ring within the connector port was damaged. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H6. B17 and c20 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was using a wireless external neurostimulator (wens) that was replaced to an implantable neurostimulator (ins). It was reported that there were "no signs reported by the patient". The ins was interrogated pre-op immediately after the replacement workflow from wens (using the replacement workflow to transfer the settings from the wens to an ins). The ins was detected by the clinician tablet, however it was impossible to interrogate and there was an error message stating : "version unsupported by the app". The software version of the app was checked and was correct. The contributing factors were that the replacement workflow for the parameters from the wens to the ins was executed and the error occurred right after. For diagnostics/troubleshooting it was noted that before the procedure multiple attempts of communication with the ins with the same tablet were performed with no results, attempts were made with another tablet with no results and the same message appeared, and finally the ins was replaced by another for the procedure. This second ins was interrogated immediately with the application and manually programmed which all worked fine. The initial ins was collected by the manufacturer representative (rep) and further attempts of communication have been performed on 2025-sep-05 with no more results. The rep then tried to reinitialize the ins using the rc app feature. They interrogated the ins after the reinitialization and that time it worked and was totally functional. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report. Additional information was received. It was clarified that by "no signs reported by the patient" it was meant that as the message occurred pre op it was not an issue reported by the patient since he was not involved in this part. The information was confirmed by the clinician.

Manufacturer narrative:
H6: fdc code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.